Event description:
It was reported that the pump of this artificial urinary sphincter was placed high in the scrotum, making it difficult for the patient to use. The pump was explanted and replaced. No patient complications were reported.